Manufacturer narrative:
This report is filed january 23, 2015.

Event description:
Per the clinic, the patient experienced open electrodes and performance decrement subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2014; during the same surgery, the patient was reimplanted with a new device.

Manufacturer narrative:
(B)(4).